Event description:
Related to MFR report #s 2183959-2012-00459, 2183959-2012-00460, 2183959-2012-00461, 2183959-2012-00463. On (B)(6) 2010, the pt was implanted with an ams elevate graft with the intention of treating the pt for pelvic organ prolapse. It was reported that as a result, the pt experienced "serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal body tissue, add'l surgeries, continual bladder and urethra infections, and other injuries." The pt experienced significant mental and physical pain and suffering, mesh erosion, hardening, chronic pain, worsening dyspareunia, recurrent incontinence, add'l surgeries and medical treatments, and has sustained permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.